Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported that the device should be displaying a flat waveform when not attaching the spo2 probe on patient. The probe instead displayed a disordered waveform, and suddenly displayed a value, 85%. When connected to a patient, the sensor no spo2 waveform was displayed. It was also reported, a value was displayed which did not seem to be the value of the patient. No patient impact or consequences to patient were reported.